Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
It was reported that a patient was implanted with a 95 deg dcs plate 20 holes/338mm; following a hip fracture on (B)(6) 2012. Implant date reported as possibly on (B)(6) 2012. On (B)(6) 2013, x-rays confirmed a fractured plate. The surgeon removed hardware on unknown date. No other information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Additional product code: hrs. Reported as possibly on (B)(6) 2012. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been performed. Device history record review: part number and lot number had no ncr's. Material (B)(4) from which these parts were made had no ncr¿s and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition; disposition is deemed invalid. (B)(4). Placeholder.